Manufacturer narrative:
(B)(4). Unit passed displacement test. Pump received with complete broken reservoir tube lip and missing reservoir tube o-ring. The p-cap does not lock into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that the retainer ring broke off however the reservoir was able to lock in place when inserted into the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.